Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: w141620080170 terumo bct is awaiting return of the disposable set.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: the run data file investigation found no alerts, adjustments, changes in pump speed, or substate changes during the collection. The product message at the end of the run was 'label as leukoreduced'. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10 and corrected information in h.6. Investigation: the device history record was reviewed for this lot. There were no issues noted that would have contributed to the elevated wbc count experienced by the customer. Root cause: the analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. It is possible, though not conclusive, that wbcs may have exited the lrs chamber throughout the procedure. Based on the available information, it is possible that this leukoreduction failure is donor related. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminate the platelet product. However, in this procedure, the detected wbc levels remained below the alert triggering level. Corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations.

Event description:
The platelet collection set is not available for return because it was discarded by the customer.